Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), genital haemorrhage ("abnormal bleeding (general)") and tooth disorder ("dental problems") in a (B)(6) female patient who had essure (batch no. 654829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), tooth disorder (seriousness criterion medically significant), back pain ("chronic back and side pain/inflammation and pain on left side of back"), inflammation ("chronic back and side pain/inflammation and pain on left side of back"), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety/depression"), depression ("anxiety/depression"), rash ("rashes"), dysmenorrhoea ("dysmenorrhea (cramping) right side/right side pain") and fatigue ("fatigue"). The patient was treated with diphenhydramine hydrochloride (benadryl), ibuprofen (motrin), cyclobenzaprine hydrochloride (flexeril), surgery and surgery (fillings, root canal, pulled teeth). Essure was removed in 2017. At the time of the report, the pelvic pain, tooth disorder, back pain, inflammation, menorrhagia, vaginal haemorrhage, anxiety and depression outcome was unknown, the genital haemorrhage, dysmenorrhoea and fatigue had resolved and the rash was resolving. The reporter considered anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, inflammation, menorrhagia, pelvic pain, rash, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion most recent follow-up information incorporated above includes: on 28-feb-2018: events per pfs: abnormal bleeding (vaginal, menorrhagia), anxiety/depression, rashes, dental problems, dysmenorrhea (cramping), fatigue, pain severe inflammation and pain on left side of back, abnormal bleeding (general), cramping were added. Event outcome was updated for events dysmenorrhea, fatigue, rashes, abnormal bleeding, cramping. Case was upgraded to incident. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain') and genital haemorrhage ('abnormal bleeding (general)') in a 33-year-old female patient who had essure (batch no. 654829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) right side/right side pain") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced inflammation ("chronic back and side pain/inflammation and pain on left side of back"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2012, the patient experienced rash pruritic ("rashes-itching rashes"). In (B)(6) 2012, the patient experienced anxiety ("anxiety/depression") and depression ("anxiety/depression"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back and side pain/inflammation and pain on left side of back"), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with cefixime (flexeril), diphenhydramine hydrochloride, ibuprofen (motrin), , surgery (surgical removal of device) and fillings, root canal, pulled teeth. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, tooth disorder, back pain, inflammation, anxiety and depression outcome was unknown, the genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea and fatigue had resolved and the rash pruritic was resolving. The reporter considered anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, inflammation, menorrhagia, pelvic pain, rash pruritic, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: depression and anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs received- pt of rash updated to rash pruritic. Outcome of vaginal haemorrhage, menorrhagia updated to recovered / resolved. Treatment drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain"), genital haemorrhage ("abnormal bleeding (general)") and tooth disorder ("dental problems") in a 33-year-old female patient who had essure (batch no. 654829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), tooth disorder (seriousness criterion medically significant), back pain ("chronic back and side pain/inflammation and pain on left side of back"), inflammation ("chronic back and side pain/inflammation and pain on left side of back"), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety/depression"), depression ("anxiety/depression"), rash ("rashes"), dysmenorrhoea ("dysmenorrhea (cramping) right side/right side pain") and fatigue ("fatigue"). The patient was treated with diphenhydramine hydrochloride (benadryl), ibuprofen (motrin), cyclobenzaprine hydrochloride (flexeril), surgery and surgery (fillings, root canal, pulled teeth). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, tooth disorder, back pain, inflammation, menorrhagia, vaginal haemorrhage, anxiety and depression outcome was unknown, the genital haemorrhage, dysmenorrhoea and fatigue had resolved and the rash was resolving. The reporter considered anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, inflammation, menorrhagia, pelvic pain, rash, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: depression and anxiety. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain') in a 33-year-old female patient who had essure (batch no. 654829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) right side/right side pain") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced inflammation ("chronic back and side pain/inflammation and pain on left side of back"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2012, the patient experienced rash pruritic ("rashes-itching rashes"). In (B)(6) 2012, the patient experienced anxiety ("anxiety/depression") and depression ("anxiety/depression"). In (B)(6 )2016, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back and side pain/inflammation and pain on left side of back"), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and autoimmune disorder ("auto immune issue"). The patient was treated with cefixime (flexeril), diphenhydramine hydrochloride, ibuprofen (motrin), , surgery (surgical removal of device) and fillings, root canal, pulled teeth. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, tooth disorder, back pain, inflammation, anxiety, depression and autoimmune disorder outcome was unknown, the genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea and fatigue had resolved and the rash pruritic was resolving. The reporter considered anxiety, autoimmune disorder, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, inflammation, menorrhagia, pelvic pain, rash pruritic, tooth disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: auto immune issue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Reporter's information added.event:auto immune issue were added.event: genital hemorrhage was updated as non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain') and device breakage ('coils broke inside me') in a 33-year-old female patient who had essure (batch no. 654829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) right side/right side pain") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced inflammation ("chronic back and side pain/inflammation and pain on left side of back"). In (B)(6) 2010, the patient experienced tooth loss ("dental problems/lost several teeth"). In (B)(6) 2012, the patient experienced rash pruritic ("rashes-itching rashes"). In (B)(6) 2012, the patient experienced anxiety ("anxiety/depression") and depression ("anxiety/depression"). In (B)(6) 2016, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), toothache ("upper partail teeth-painful"), tooth fracture ("tooth fracture/teeth break"), back pain ("chronic back and side pain/inflammation and pain on left side of back"), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), autoimmune disorder ("auto immune issue"), menstruation irregular ("irregular period for 2 month"), ovarian cyst ("small cyst on each ovary") and adnexa uteri pain ("excruciating pain / sharp shooting pain in ovaries"). The patient was treated with cefixime (flexeril), diphenhydramine hydrochloride, ibuprofen (motrin), , surgery (surgical removal of device) and fillings, root canal, pulled teeth. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, tooth loss, toothache, tooth fracture, back pain, inflammation, anxiety, depression, autoimmune disorder, menstruation irregular and ovarian cyst outcome was unknown, the genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue and adnexa uteri pain had resolved and the rash pruritic was resolving. The reporter considered adnexa uteri pain, anxiety, autoimmune disorder, back pain, depression, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, inflammation, menorrhagia, menstruation irregular, ovarian cyst, pelvic pain, rash pruritic, tooth fracture, tooth loss, toothache and vaginal haemorrhage to be related to essure. The reporter commented: patient get "excruciating pain" when they sneeze. It feels like someone just stabbed her in her ovaries, and that "sharp shooting pain" lingers for a couple of minutes, that is gone since removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: auto immune issue, adnexa uteri pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-mar-2020: new event "excruciating pain / sharp shooting pain" was reported. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain') and device breakage ('coils broke inside me') in a 33-year-old female patient who had essure (batch no. 654829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) right side/right side pain") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced inflammation ("chronic back and side pain/inflammation and pain on left side of back"). In (B)(6) 2010, the patient experienced tooth loss ("dental problems/lost several teeth"). In (B)(6) 2012, the patient experienced rash pruritic ("rashes-itching rashes"). In (B)(6) 2012, the patient experienced anxiety ("anxiety/depression") and depression ("anxiety/depression"). In (B)(6) 2016, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), toothache ("upper partial teeth-painful"), tooth fracture ("tooth fracture/teeth break"), back pain ("chronic back and side pain/inflammation and pain on left side of back"), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), autoimmune disorder ("auto immune issue"), menstruation irregular ("irregular period for 2 month") and ovarian cyst ("small cyst on each ovary"). The patient was treated with cefixime (flexeril), diphenhydramine hydrochloride, ibuprofen (motrin), , surgery (surgical removal of device) and fillings, root canal, pulled teeth. Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, device breakage, tooth loss, toothache, tooth fracture, back pain, inflammation, anxiety, depression, autoimmune disorder, menstruation irregular and ovarian cyst outcome was unknown, the genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea and fatigue had resolved and the rash pruritic was resolving. The reporter considered anxiety, autoimmune disorder, back pain, depression, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, inflammation, menorrhagia, menstruation irregular, ovarian cyst, pelvic pain, rash pruritic, tooth fracture, tooth loss, toothache and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: auto immune issue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: event device breakage added. Reporter added. Fu 9, 10, 11 & 12 process together. On (B)(6)2020: the previously reported event 'dental problems' was replaced with new events 'loss of teeth, toothache, fractured teeth. Fu 9, 10, 11 & 12 process together. On (B)(6)2020: social media received. New reporter added. Fu 9, 10, 11 & 12 process together. On (B)(6)2020: social media received. New event irregular period and small cyst on each ovary were added. New reporter added. Fu 9, 10, 11 & 12 process together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/pain') and device breakage ('coils broke inside me') in a 33-year-old female patient who had essure (batch no. 654829) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) right side/right side pain") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced inflammation ("chronic back and side pain/inflammation and pain on left side of back"). In (B)(6) 2010, the patient experienced tooth loss ("dental problems/lost several teeth"). In (B)(6) 2012, the patient experienced rash pruritic ("rashes-itching rashes"). In (B)(6) 2012, the patient experienced anxiety ("anxiety/depression") and depression ("anxiety/depression"). In (B)(6) 2016, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), toothache ("upper partail teeth-painful"), tooth fracture ("tooth fracture/teeth break"), back pain ("chronic back and side pain/inflammation and pain on left side of back"), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), autoimmune disorder ("auto immune issue"), menstruation irregular ("irregular period for 2 month"), ovarian cyst ("small cyst on each ovary") and adnexa uteri pain ("excruciating pain / sharp shooting pain in ovaries"). The patient was treated with cefixime (flexeril), diphenhydramine hydrochloride, ibuprofen (motrin), , surgery (surgical removal of device) and fillings, root canal, pulled teeth. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, tooth loss, toothache, tooth fracture, back pain, inflammation, anxiety, depression, autoimmune disorder, menstruation irregular and ovarian cyst outcome was unknown, the genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue and adnexa uteri pain had resolved and the rash pruritic was resolving. The reporter considered adnexa uteri pain, anxiety, autoimmune disorder, back pain, depression, device breakage, dysmenorrhoea, fatigue, genital haemorrhage, inflammation, menorrhagia, menstruation irregular, ovarian cyst, pelvic pain, rash pruritic, tooth fracture, tooth loss, toothache and vaginal haemorrhage to be related to essure. The reporter commented: patient get "excruciating pain" when they sneeze. It feels like someone just stabbed her in her ovaries, and that "sharp shooting pain" lingers for a couple of minutes, that is gone since removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: auto immune issue, adnexa uteri pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.